Manufacturer narrative:
(B)(4).

Event description:
It was reported during the device check, the device could not be interrogated. The device battery lifespan prematurely reached eri due to the patient receiving inappropriate device therapies. The device was explanted and replaced. The device can seemed to be swollen after extraction. No adverse consequences were detected.